Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. It is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter is synthes employee. A device history record (DHR) review was conducted for part: 03.120.015, lot: 8028565: manufacturing site: (B)(4), release to warehouse date: 21. Aug. 2012: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the trocar with handle (part 03.120.015, lot 8028565, mfg 16sept2011) was received at us cq with damage to the release spring. The release spring is intended to interface with the mating part (03.120.014), when depressed it should release. With the deformation present it is clear that the mating piece would not be retained. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed through post manufacturing damage and internal features could not be measured. Document/specification review: the relevant drawing(s) was reviewed; DHR review showed no ncr¿s were generated during production. Conclusion: the complaint condition is confirmed as the device was received with damage to the release spring. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during in-service field inventory for new team members, three (3) devices were discovered faulty. The handle of a percutaneous threaded drill guide has damaged threads, trocar with handle does not retain outer sleeve and lock/neutral guide seems to have an arrow rubbed off. There was no patient involvement. Concomitant device reported: lock neutral guide for lcp periartic aiming system/large (part # 03.120.014, lot # unknown, quantity 1). This report is for one (1) trocar with handle for use with 03.120.014. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that on (B)(6) 2018, during in-service field inventory for new team members, three (3) devices were discovered faulty. The handle of a percutaneous threaded drill guide has damaged threads, trocar with handle does not retain outer sleeve and lock/neutral guide seems to have an arrow rubbed off. There was no patient involvement. This report is for one (1) trocar with handle for use with 03.120.014. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d11: concomitant devices are not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.